Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient continued to receive invasive ventilation, with blurred consciousness and intermittent irritability. Per reporter, the patient was given remifentanil combined with dexmedetomidine for sedation and analgesia. The ventilator alarmed due to low minute ventilation. Inspection found that the tracheostomy tube bag pressure was insufficient, and the bag was inflated. After 10 minutes, the ventilator still reported low minute ventilation. Another inspection found that the bag was ruptured, and the tube had slipped out 2cm. The doctor immediately replaced the tracheostomy tube.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.